Manufacturer narrative:
Due to additional information received, this supplemental report is being filed for the update fields: describe event or problem (b5) in section b - adverse event/product prob; model number, lot number, catalog number, expiration date, unique identifier (UDI) # (d4), in section d - suspect medical device; MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip/post code and MFR site country (g1), in section g - all manufacturers. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a pericardial effusion (pe) occurred. During a watchman procedure indicated for a case of gastrointestinal bleeding (gib), a versacross connect for laac kit was selected for use. An intracardiac echocardiography (ice) was used, transseptal puncture was completed. A posterior effusion was noted immediately after transseptal puncture. The watchman flx device was successful deployed. Afterwards the effusion had grown to around 1.8cm and pericardiocentesis was performed. The physician felt he had no explanation for the effusion. It was theorized that in an effort to avoid pacemaker wires, the physician may have nicked something with the rf wire or with ice catheter, or the transeptal was more inferior. The patient was doing well in the hospital and expected to be discharged couple of days later. The device is not expected to be returned for analysis (disposed). No pe was noted prior to the procedure. The patient was not under warfarin nor antiplatelet drugs at the time. In the physician's opinion, the device/procedure did not contribute to the patient complication. It was further confirmed that the versacross device did not malfunction or seemed to contribute to patient complication. Activated clotting time (act) was 258. The patient remained hemodynamically stable during procedure. The patient has been discharged.

Event description:
It was reported a pericardial effusion (pe) occurred. During a watchman procedure indicated for a case of gastrointestinal bleeding (gib), a versacross connect for laac kit was selected for use. An intracardiac echocardiography (ice) was used, transseptal puncture was completed. A posterior effusion was noted immediately after transseptal puncture. The watchman flx device was successful deployed. Afterwards the effusion had grown to around 1.8cm and pericardiocentesis was performed. The physician felt he had no explanation for the effusion. It was theorized that in an effort to avoid pacemaker wires, the physician may have nicked something with the rf wire or with ice catheter, or the transeptal was more inferior. The patient was doing well in the hospital and expected to be discharged couple of days later. The device is not expected to be returned for analysis (disposed). No pe was noted prior to the procedure. The patient was not under warfarin nor antiplatelet drugs at the time. In the physician's opinion, the device/procedure did not contribute to the patient complication.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.